Event description:
Additional information was received. It was reported that the patient had an mi which led to the patient¿s death. The investigator assessed the event as not device or procedure related.

Event description:
An endurant stent graft system was implanted for the endovascular treatment of a 10.3 cm in diameter abdominal aortic aneurysm. The proximal aorta was 23 mm in diameter and 16 mm in length. The right common iliac artery was 17-18 mm in diameter and the left iliac artery was 16 mm in diameter. The right femoral artery was 9 mm in diameter and the left measured 11 mm in diameter. The right iliac artery was mildly tortuous and the left iliac was moderately tortuous. It was reported that the patient expired due to an unknown cause.

Manufacturer narrative:
(B)(4).